Event description:
Olympus was informed that during the turis-bt procedure the error e02 had been displayed on the front panel and the high frequency output had been not activated. The facility had completed the procedure with use of the other device. There was no report of the patient's injury regarding this event.

Manufacturer narrative:
The referenced ues-40s was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the ues-40s and found that it had no abnormality. "E02" indicates the malfunction of internal electrical circuit of ues-40s or inappropriate handling of device by user. Since the ues-40s had no abnormality, there was a possibility that the user handling caused this phenomenon. Also, olympus checked the manufacture history of the subject device, there was no irregularity found. Olympus stated the appropriate handling of the ues-40s and the counter measures against displaying error in the instruction manual. This report is being submitted as a medical device report in an abundance of caution.